Event description:
It was reported that patient presented to the hospital with an adverse event of infection, indicated by swelling and redness at the implantable cardioverter defibrillator (ICD) implant site. The ICD, right atrial (ra) lead and right ventricle (rv) lead were explanted. The patient was stable in condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.